Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it by changing the infusion set, but on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level 600-700 mg/dl. Moreover, the infusion set had been used within a day. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.